Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a (B)(6) adjustable gastric band procedure, breakage of the locking flap occurred while inserting the device through the trocar. Another device was used to complete the case. There was no patient consequence.